Event description:
It was reported that the left cylinder of the inflatable penile prosthesis ruptured and the device exhibited fluid loss. The device was explanted and replaced. No patient complications were reported.